Event description:
It was reported that the burr detached. A 1.50mm rotapro was selected for rotational atherectomy. During preparation, the package was opened and the advancer was connected to the console. The test was conducted when the advancer was unable to be advanced to the conductor and it was found that the drill detached from the shaft and remained on the conductor, liquids were fed the frequency of rotation at first fell by 10 thousand revolutions but then recovered. The procedure was completed with another of the same device. No complications were reported.